Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The attorney also alleges the patient was malnourished because she had a stoma that required the faceting of two colostomy bags to her abdomen as a result of the mesh malfunction and inherent surgeries and rehabilitations. To date no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent an umbilical hernia repair procedure to introduce bard's ventrio to patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2017: the patient underwent a subsequent surgery to repair a recurrent ventral hernia. The attorney alleges the patient was in extreme and constant pain, she could not move in the manner she was used to and she was malnourished because she had a stoma that required the faceting of two colostomy bags to her abdomen as a result of the mesh malfunction and inherent surgeries and rehabilitations. The patient has suffered severe and possibly permanent injuries. Patient has also endured and continues to suffer the mental anguish and psychological trauma of living with these defective products implanted in her body. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish, the expense of hospitalization and medical and nursing care treatment.